Manufacturer narrative:
Physio-control replaced the user interface (ui) to stack flex cable assembly to resolve the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and determined that the cause of the reported issue was that connector contacts a11 and a13 located on the cable-mounted plug connector, designator p21, were electrically open.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.